Event description:
It is reported that the surgeon could not fasten the articular surface on the tibial tray after three attempts. A new articular surface was tried and snapped in with no problem.

Manufacturer narrative:
This report will be amended when our investigation is complete.